Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and produced the reported door not fully latched alarm. Eval found force required to secure door with a loaded IV set was above expected levels and if not applied would cause the unit to not recognize a closed door, caused by the door hooks being out of adjustment. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump was alarming door not fully latched. Any patient injury or involvement is unknown.